Event description:
It was reported that pt experienced erosion. The pt was hit by a door during the week of thanksgiving. The following couple days after, the pt's device worked its way through the skin. The pt was treated with antibiotics and the swelling decreased around the neurostimulator. The pt's device and lead were explanted one month ago. The pt's physician would like to re-implant a device system on the other side of the body in 1 month. The pt was at home. Further info is being requested from the hcp.